Event description:
During implant, no sensing was available during lead testing. The threshold cable and programmer were exchanged with no resolution. The lead was removed and replaced and the suspected cause of the sensing issue was due the inability of the helix to retract. The patient was stable.

Event description:
During implant, no sensing was available during lead testing. The threshold cable and programmer were exchanged with no resolution. The lead was removed and replaced and the suspected cause of the sensing issue was due the inability of the helix to retract. There was a clinically significant prolongation of the procedure by 30 minutes. The patient was stable.

Manufacturer narrative:
The reported events of loss of sensing and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported event of loss of sensing was isolated to the over torqued inner coil which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.